Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ping meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at 9am. According to the csr's documentation, a few minutes prior to the start of the alleged issue the patient reportedly experienced a headache. The patient denied receiving any form of medical intervention after the alleged issue occurred. At the time of troubleshooting, the csr verified the patient was not using the meter for the first time, there was no misuse of the lfs product, and the patient was using the correct test strips. The alleged issue, however, remains unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptom started before the reported issue first occurred. There was no indication that the patient's symptom deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.